Manufacturer narrative:
(B)(4). Due to intraoperative issues, device was not implanted or explanted. Device is not expected to be returned. Manufacturing location: (B)(4), manufacturing date: 21-sep-2015, expiration date: 31-aug-2024. Part #: 04.003.349s, lot#: 9900634 (sterile) - 10mm ti lateral entry femoral recon nail-ex/340mm/lt - sterile. Raw material lot no: 7777885. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. (B)(4), ¿sterility documentation was reviewed and determined to be conforming.¿ the event as per complaint description cannot be associated with the sterility process of the product. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, patient underwent an intramedullary nailing procedure. It was reported that during the procedure, a reamer head would not go on the flexible reamer shaft. The surgeon did have another reamer shaft on hand for use. In the same procedure a screw would not advance while putting it through the nail. The screw was reported as not going in or coming out. It caused a 30 minute delay in surgery to pull the screw out. Another screw was obtained, which also got stuck. This time a mallet was used to hammer the screw in the nail to get it past the threading. This caused the surgeon to put a larger incision in the patient. The surgery was completed successfully and patient was reported as being stable. Concomitant devices reported: reamer head (part# unknown, lot# unknown, quantity 1). This is report 2 of 3 for (B)(4).